Event description:
It was reported that when updating the pump post refill on (B)(6) 2014 the pump went into a stopped pump mode. It was noted that the pump was updated properly and the issue was resolved. It was reported that the pump was used to infuse gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).